Manufacturer narrative:
Power cord, damaged - the evaluation confirmed a damaged power cord. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The device evaluation identified a reportable malfunction, damaged power cord, unrelated to the original complaint which was non-reportable event.